Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. Therefore, the customer complaint was not duplicated. The most probable cause is cracked tubing. No serial number was provided so a device history record (DHR) review and service history could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that despite priming the pump, air has been getting into the line of the bag almost every hour nightly. No patient injury reported.